Event description:
This pt expired on (B)(6) 2012. The family is questioning the functionality of this device, however this device has not been returned. The following physician's office has not seen this pt since implant. The pt expired at a care center and they will not release info regarding this pt's death. Should add'l info become available. This file will be updated.